Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep ran an impedance check and discovered that one contact (#13) was out of range. The cause of high impedance is unknown. The physician did not believe that one out of range impedance would cause her shocking. Tech services said its not possible when the battery is off but there was a possibility that the oor impedance could. The rep reprogrammed around contact #13 and avoided it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the caller stated that the patient feels a shocking sensation when the ins is charged fully, the patient indicated that they get random shocks. The caller indicated that the patient feels the sensation when the ins is on and fully charged or when the ins is off. The patient described the sensation as burst or little shocks. The caller indicated that prior to calling the checked impedances and the values ref 0 13 is >10000ohmsgroup c had a cathode on 13 and the caller indicated that they removed that from the configuration. The issue was not resolved through troubleshooting. Tss reviewed information about programming and therapy programming. The caller will follow-up with the patient and md.